Event description:
Event description guidant/crm received information that this patient's endotak c lead was removed from service due to reports of an increase in pacing impedances, intermittant capture and inappropriate shocks with patient movements. At the lead revision they found insulation damage on the endotak c lead. At this procedure the implantable cardioverter defibrillator was electively replaced. They went from an abdominal implant to a pectoral.